Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified there was no adverse event that resulted from the damaged charger.